Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they had issues with the insulin pump. They had recurring no delivery alarms. They changed the site. They also received a motor error alarm. The customer¿s blood glucose during the incident was 426 mg/dl. The customer was treated with a syringe. Troubleshooting was performed. They were unable to complete the insulin pump rewind due to pump alarm. However, the device passed the displacement test and manual prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Motor passed motor test. No motor error alarm and no excessive no delivery alarm. Device received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.